Event description:
A patient underwent aortic valve replacement with this 19mm biocor supra valve. The patient presented with symptoms of aortic stenosis and an echocardiogram revealed poor hemodynamics. A possible patient sizing issue was suspected. The valve was explanted and replaced with a larger 23mm sjm trifecta valve on (B)(6) 2014. An sjm sizer was used to assess the patient's annulus prior to implanting the new valve. The patient is in stable condition following the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.